Manufacturer narrative:
Age at the time of event or date of birth: asked but unavailable (asku). \ suspect medical device brand name: asku. Common device name : asku. Model number: asku. Catalog number: asku. Expiration date: asku. Serial number: asku. PMA/510(k) number: asku. Device manufacture date: asku. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
It was reported that haptic did not break but was inserted such that it (iol) was crimped and so iol was not inserted. Also, there was no iol-induces hemorrhage. However, what did happen was patient had a spontaneous expulsive hemorrhage. Furthermore, it was reported that no incision enlargement had occurred. Patient was sent home without lens implanted (aphakic). Additionally, patient was noted to be doing well and will have iol implanted once fully recovered. No further information has been provided. (B)(4). If explanted, give date: (B)(6) 2014. Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing methods, inspections or specifications associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while inserting intraocular lens (iol) into patient¿s right eye, haptic broke. Use error was noted. As lens was being removed, haptic had hooked on the iris and caused hemorrhage in the eye. No vitrectomy was performed. Incision enlargement was asked but was unknown. Lens was removed and a replacement lens was placed. Replacement lens was za9003 model (serial number (B)(4) diopter 25.0). No further information has been provided.